Event description:
It was reported that before the surgery , open the packing and noted that staple drivers fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2024 d4: batch # 105c22 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gcflgb reload was returned unfired with the reload pan partially dislodged from distal end and one tyvek. In addition, 10 double driver out of position, 3 double drivers missing, 1 single driver out of position and 5 single drivers missing making the reload non-functional. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 105c22, and no non-conformances were identified.